Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this system was removed from service and replaced due to patient discomfort. The physician experienced difficulty trying to explant this electrode and a second procedure was required. The electrode was successfully explanted and no other adverse patient effects were reported.